Event description:
It was reported that during a robotic prostate procedure, the jaws were difficult to open and close. The jaws were sticking to the tissue and they had to use a second device to open and remove the jaws from tissue. There was no tissue damage after the device was removed. The second device was used to complete the procedure with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.